Event description:
It was reported that the patient had interference issues in a manufacturing environment with their implantable cardiac defibrillator (ICD). Follow-up was attempted to obtain the serial number and identity of the patient however no information was received. The device remains in use to our knowledge. No further complications have been reported for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.